Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received excessive no delivery alarms and moisture inside the screen due to a crack. The customer's blood glucose level is unknown. He declined troubleshooting. Advised to discontinue use of the insulin pump. No additional information is provided.